Event description:
The hearing aid user told the hearing aid specialist that he had experienced recurring ear infections since he began wearing the hearing aid last october and was under the care of a doctor.